Event description:
Hcp reported return of patient spasticity. The pump was emptied and the residual volume was too large. The catheter was checked and replaced. No rotor test was performed on the pump. Hcp reported patient complications. The device was explanted and returned to the manufacuturer for analysis. A follow-up report will be sent when additional information is received.